Event description:
It was reported that a patient who had undergone nd anterior cervical discectomy and fusion in 2002 was noted to have broken hardware on an earlier date and was being revised in 2005. During the surgery, the original screws implanted in 2002 were a type a screw that is being obsoleted in 2005. After exploration of the wound, the surgeon decided to leave in the screw that was broken and perform a discetomy and place in an interbody at the leve above the fusion. X-rays were taken and were brought to abbot spine for review. The xrays shows that the screw is broken, but still within the bone.

Manufacturer narrative:
Implant not explanted. Surgeon will monitor the patient.